Manufacturer narrative:
Product analysis #(B)(4): the capsule was checked visually for external damage: no damage opened the ¿header utility¿ software for transmission test : fail ¿ no transmission tested the signal rf in spectrum analyzer :fail ¿ no signal .checked the capsule visually by microscope: battery contamination this report is based on information provided by medtronic investigation personnel and the investigation of the attached files. After investigation the attached files found interference problem (transmitting from another capsule), this led to the reported problem. The graph of gfh file: the value -7 on the graph ¿frame state¿ indicates to frame from another capsule. From graph ¿gap frames¿ can be seen in the increase gaps at the same time. The device was being used for diagnosis. A review of the DHR indicated that this serial number was released meeting all specifications as manufactured. The product was not reported condition or incident to regulatory agencies. The device as received meet to specifications. The conclusion of the investigation is: interference. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter they have a short study. The capsule accidently entered the trachea instead of the esophagus after ingestion. The physician was able to take the capsule out from the trachea using a laryngoscope and put the capsule in the esophagus. Once the capsule was taken out of the trachea, it lost connection with the recorder. There was no patient or user harm due to the alleged device malfunction once the capsule was removed. The patient is doing fine and left the hospital. Tech support received the video and it states that the capsule was in the trachea for around an hour before it was taken out. The entire video is about 2 hours and 10 minutes, there were also gaps found in the video.